Event description:
It was reported that pump issued cartridge alarm 20 with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump.